Event description:
It was reported that the curved inserter threaded shaft is not screwing in and unscrewing properly due to wear. No known impact or consequence to the patient.

Manufacturer narrative:
(B)(4). G2: foreign: canada. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: d4, g3, g6, h2, h3, h4, h6. Visual examination of the returned product identified the large internal hex has indentations all around and visually appears potentially stripped. The functional locking geometry has nicks around it. No other damage was noted during visual evaluation. This device has an approximate field age of 3.5 years. Review of the device history record identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.